Event description:
Caller reported patient having experienced a blocked feeding tube and the feeding tube being removed. Caller stated that if the feeding tube would have been replaced they could have avoided the blockage in addition to taking the tube out and having to use a scope to put in another feeding tube. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).